Manufacturer narrative:
Date of report: 09/07/2018. Date received by manufacturer: 06/13/2018. (UDI); during failure investigation (fi), a visual inspection of the power management (pm) printed circuit board assembly (pcba) revealed no evidence of damage or contamination. The pm pcba was installed in an fi test ventilator. The test ventilator failed to power up from ac and deliver breaths, but successfully powered up from the backup battery and delivered breaths. During debugging the pm pcba found the switching diode shorted and switching diode open on the pm pcba. The diode components were replaced. The power management (pm) pcba was reinstalled in the fi test ventilator. The test ventilator powered up and delivered breaths. The ventilator operated for two hours without generating any failures.

Event description:
During corrective maintenance, the manufacturer¿s service technician found that the ventilator would not power up on ac power. There was no patient involvement.